Event description:
The international customer reported the device alarmed, display went blank and operation of the ventilator stopped while in use on a patient. The customer reported there was no patient harm. Upon evaluation of the device, the manufacturer's service technician reported the cpu board was damaged with signs of overheating. The device is being returned to the manufacturing facility for further analysis.

Event description:
Factory analysis of the returned device confirmed the damage to the cpu board as reported by the customer. Testing of the device revealed general component failures on the cpu board, as well as the power management, data acquisition and motor controller pcb boards. The manufacturing facility determined the device would not be repaired and the customer was issued credit.